Event description:
Family member of home patient reports unknown quantity of minicap disconnect cap in which moisture is detected inside the cap. The home patient described the moisture as condensation and did not note any abnormalities or damage to the packaging. The minicaps appear to be wet with betadine solution. No patient injury or medical intervention was associated with this incident per the home patient.